Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was moved up on the transplant list because of a driveline infection. The patient was transplanted on (B)(6) 2014. The pump is not returning for investigation.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The product was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.